Event description:
The surgery center reported that a laser vision correction patient experienced lint fiber debris under the flap on the right eye (od) on the same day after treatment. The surgery center¿s description was that the patient had string/lint fiber under the right eye flap. There was no loss of best correct visual acuity (bcva). The surgery center performed a flap lift and rinse to resolve the debris found. Pre-op; bcva from (B)(6) 2015: right eye pre-op 20/20 -1.00 x -1.50 x 93, left eye pre-op 20/20 -1.50 x -.50 x 80.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.